Manufacturer narrative:
Device evaluated by manufacturer - the device has been received for evaluation; an evaluation summary was not available at the time of this report. Evaluation: method - a review of the device history record was completed. Results - the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release.

Event description:
The company was notified of a size 21mm valve explanted after approximately 5 years, reportedly due to deterioration of the device caused by calcification. It was replaced with an edwards perimount valve. On the field experience report form for this event, it did not indicate that the surgeon is reporting that the event might have led to death or a serious injury. In addition, it is indicated that the surgeon is unsure if the device contributed to the event.